Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that condensation was found in the bd luer-lok¿ tip syringe before use. The following information was provided by the initial reporter: "discovered condensation in the 50ml IV syringes and informed staff."